Event description:
It was reported that the user ran out of infusion sites and other supplies, resulting in elevated glucose while not reverting to alternative therapy after the ilet was shut off or stopped working. Symptoms included hyperglycemia. Outcomes included insufficient information. Investigation included interviews with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem found, with a usage problem identified linked to improper or incorrect procedure or method, and no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.